Manufacturer narrative:
The investigation result shows that the deformations and the breakage of the osteotome were caused by high bending loads during surgery. Therefore, the investigated failure is attributed to inappropriate user handling. Considering the technical investigation results there are no indications for any systematic design, material or manufacturing related issue. Based on the statistical evaluation no indication was found for any device related issue.

Event description:
Jaw part of osteotome was broken during surgery using procedure after cutting mandible part with stryker saw equipment.